Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. On (B)(6) 2013, the son of a (B)(6) female patient reported that the patient had been treated and that the patient fell, hit her head, and is now in the ER receiving treatment for the head wound. The patient's son reported that he thinks the device may have malfunctioned. The patient stated that she heard the alarms but was not able to press the buttons to delay the treatment. Further investigation revealed that the patient received one inappropriate treatment shock. Dual-lead noise and signal artifact contributed to the false detection. The response buttons were not used during the event. It is unclear if the patient was conscious at the time of treatment. The doctored ordered the patient to continue wearing the lifevest. The equipment was fully functional upon receipt. Zoll cannot definitively rule out the inappropriate treatment as a contributing cause to the patient injury.

Manufacturer narrative:
Type of reportable event - no death or device malfunction was associated with this event. The patient continued wearing the lifevest. Device evaluation summary - device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) was completed. The monitor and electrode belt were both fully functional upon receipt. Device manufacture date - monitor sn (B)(4): 08/2009 - reuse. Electrode belt sn (B)(4): 12/2009 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the (B)(4).